Event description:
The pt was undergoing a blepharoplasty procedure. When the surgeon was tying a knot the suture began splitting. Another suture was used to complete the case without any adverse pt consequences.